Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure. A new aus system was placed. The device was returned to boston scientific without allegation. Upon analysis, a device non-conformance was identified.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device non-conformance with the balloon. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, pump and balloon were visually and microscopically inspected, and functionally tested. The pump and cuff passed all testing. Regarding to the balloon, it did not pass the functional test, since it was necessary more pressure than the specification. Inspection of the remainder of the device, apart from the observed anomaly, revealed no other damage or irregularities that would affect the functionality of the device. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure. A new aus system was placed. The device was returned to boston scientific without allegation. Upon analysis, a device non-conformance was identified.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis identified a device non-conformance with the balloon. Technical analysis: upon receipt at our post market quality assurance laboratory, this artificial urinary sphincter (aus) was thoroughly analyzed. The cuff, pump and balloon were visually and microscopically inspected, and functionally tested. The pump and cuff passed all testing. Regarding to the balloon, it did not pass the functional test, since it was necessary more pressure than the specification. Inspection of the remainder of the device, apart from the observed anomaly, revealed no other damage or irregularities that would affect the functionality of the device. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the aus instructions for use (IFU). Investigation conclusion: an overall evaluation conclusion code of cause traced to component failure was assigned to this investigation.